Event description:
It was reported that the user experienced difficulty during a supply change on the ilet, including rewinding and fill tubing steps, with no visible drops up to multiple attempts and one episode where a small volume of insulin expelled at once; adhesive issues with the infusion set were also encountered before a successful set placement, after which drops were seen and insulin delivery resumed. Symptoms included hyperglycemia with blood glucose around 334 mg/dl and a prolonged period of elevated glucose. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device problem or a specific component issue, though the event was associated with hyperglycemia and troubleshooting of infusion set deployment and connector attachment during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.